Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop during the first firing sequence causing that the jaws remained in the closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; a pear shaped clip was released. A design change was implemented to minimize the occurrence of this issue. Please note the returned device was manufactured prior to the implementation of this change. The remaining three clips were conforming according to our manufacturing specifications. In addition, the device locked out as intended but the orange indicator was under traveled. The orange visual indicator is a mechanism in the handle of the device that shows "orange" when the device has exhausted its clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, an abnormal sound was heard and the jaw became not to open at about the 8th firing. The trigger was returned to the home position by hand, and the jaw was opened. Another device was used to complete the case. There were no adverse consequences for the patient. After that, the device was fired several times to check its function on the mayo-table. It was found that the clip was stuck in the jaw, so the deployed clip was malformed. The acral part of the malformed clip was opened a little and being not closed properly. The doctor commented as follows; the device was not fired on a deployed clip but there might be small torquing on the jaw. The shape of the deployed clip was not scissoring.